Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements in unipolar configuration. A revision procedure was performed and this lead was capped and surgically abandoned. A new rv lead was successfully implanted. No additional adverse patient effects were reported.